Manufacturer narrative:
System sensor alarm during basic occlusion test due to protruded and loose drive support disk. Unable to perform prime and system sensor test due to loose drive support disk. Unit received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump cannot exit the rewind sequence and cannot exit the preparing to prime loop. Customer does not recall any significant events leading to the error. Customer's blood glucose was 351 mg/dl at the time of incident. Troubleshooting advised customer o discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.